Event description:
(B)(4). It was reported that post a stenting treatment procedure, in-stent restenosis occurred and the patient experienced recurrent chest pain. The patient presented due to unstable angina. The 95% stenosed and 20mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3mm. The first target lesion was treated with pre-dilation and placement of a 3.0x24mm taxus liberte stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2012 - the patient presented due to recurrent chest pain and was admitted. Coronary angiography of the previously placed taxus liberte stent in the rca revealed 10-30% proximal in-stent restenosis, 50-70% distal in-stent restenosis and 10-20% distal luminal irregularities. The physician treated the in-stent restenosis with pre-dilation and placement of a 3.0x20mm promus element stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).